Manufacturer narrative:
The patient remains ongoing with the replacement lvad. The explanted device was returned to the manufacturer for evaluation. The returned pump performed as intended; however, evaluation of the pump assembly revealed a significant amount of coagulated and denatured blood in the motor compartment that appeared to have entered via the percutaneous lead. Due to the severed section of the percutaneous lead not being returned with the device. It could not be determined if the blood entered via the vent port, or via a breach in the lead. The denatured state of blood in the motor compartment and the seized condition of the rotor in the eject position suggests that the blood violated the motor compartment at some time prior to explantation. A review of device history records showed no deviation from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the patient experienced yellow wrench and red heart alarms, low beat rate display messages, along with intermittent pump stoppage while at home. The patient's system controller and power base unit (pbu) were exchanged with no change in alarm status. A decision was made to replace the lvad with another lvad.